Event description:
It was reported to that the site was having communication issues in the o.r. A replacement programming system was sent to the surgeon. Follow-up revealed that troubleshooting resolved the issues later on the same day. The programming system has been returned to the manufacturer for product analysis which is currently pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.